Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. Customer noted that they have a replacement device and will not be needing repair at this time. The device is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the autoclavable camera head was not working. It was added that it produced a static, flickering image. This occurred during a procedure. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the indicated phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields were updated accordingly: b3 and b5.

Event description:
Customer provide additional information to olympus stating that the reported issue occurred during a diagnostic laryngoscopy/nasal endoscopy procedure. The procedure was completed using the same device by manipulating the cord for a clear image. The patient was not under anesthesia/sedation, and the procedure was not extended nor postponed. There was no medical intervention needed and patient outcome was unaffected.